Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving readings of 374 mg/dl and 352 mg/dl on their freestyle flash meter. The customer reports experiencing symptoms of "sugar drop", feeling weak, sweaty and nauseated. The customer reports going to the hospital for treatment. The course of the hospitalization is unknown.